Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this event will be updated as necessary.

Event description:
Boston scientific crm received information that the right atrial (ra) lead safety switch tripped for impedance measurements greater than 2500 ohms. There was also some far field sensing observed, however no reproducible noise or loss of capture was noted. The physician has opted to monitor the lead. The ra lead remains implanted in the patient.